Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder, pump, and reservoir were visually examined and functionally tested for leaks. No leaks were identified in pump. The pump kink resistant tubing (krt) was worn down to the filaments. The pump was functionally tested and failed the activation test. The outer tube was detached in the middle of the cylinder; frayed fabric thread was present. The inner tube had a hole where it led to a leak in the middle of the cylinder from sharp instrument damage which would occur during explant. The reservoir kink resistant tubing (krt) and strain relief junction had holes leading to a leak from sharp instrument damage which would occur during explant. The reservoir had no leaks, and no visual abnormality was found. Product analysis confirmed the reported allegation as leak and hole were identified in cylinder. Based on the analysis results, an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to the cylinder rupturing. All components of the existing ipp were explanted and replaced with a new ipp. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to the cylinder rupturing. All components of the existing ipp were explanted and replaced with a new ipp. There were no patient complications reported.